Event description:
Balloon used for valvuloplasty failed to inflate uniformly; inflated more in a "dog-bone" shape. Balloon did deflate and was removed without incident. Wire inside the balloon appeared bent. Patient will require a repeat procedure.